Event description:
It was reported that the adhesive sleeve holding the pump fell off and caused the pump cartridge to become disconnected from the pump. There was no adverse impact to the customer's blood glucose level. The customer reloaded the existing cartridge and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.